Event description:
It was reported that in the ICU after a successful venipuncture into the seriously ill pt's right radial artery, the medical officer could not advance the swg further then 1 cm into the needle before it caught and buckled as it entered the needle. As a result, a new kit was opened however the same issue occurred. See MDR 9680794-2013-00053 for second complaint. A delay was reported, however, there was no harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: the customer returned one radial artery catheterization device. The returned components were examined, measured and functionally tested. The introducer needle (part of a catheter over needle assembly) was returned attached to guide wire tube assembly; however, the catheter had been removed from the needle. The entire assembly appeared used in that dried biological material was observed in the tubing, in the needle bevel and hub and adhered to the guide wire. Microscopic examination confirmed the guide wire had entered the needle cannula but was stuck and was coated in biological material. The portion of guide wire remaining in the tubing had 2 offset coils and was bent. The distal weld was observed intact. The guide wire outside diameter was measured and met specification. The entire assembly was soaked in warm water to remove the dried biological material. Upon removal of most of the biological material, the guide wire was removed form the cannula and a 0.018 in (0457 mm) lab inventory long pin gage was inserted into the cannula. The 0.018 in pin gage passed through the needle cannula without resistance indicating that there is nothing blocking the needle cannula. The cannula inside diameter (ID) was measured and was met when it was measured using a 0.019 pin gage that was inserted and removed several times from the top of the cannula and the needle bevel; no resistance was met. The same testing was performed again with a 0.020 pin gage but this time some resistance was met at 0.021 pin gage could not be inserted into either the top of the cannula or the bevel. One final attempt was made to insert the guide wire with handle into the needle cannula. The guide wire was inserted but got stuck at the offset coils and did not pass through. The reported complaint of the guide wire could not advance into the needle was confirmed through visual examination and functional testing of the returned sample. The guide wire was used and kinked with offset coils that go stuck in the cannula upon insertion. The potential cause of this issue is procedure pt anatomy related.